Event description:
The contact at the hospital reported that during the coil embolization of an internal carotid-paraclinoid aneurysm with thrombosis resistance was felt when advancing products through the prowler select plus microcatheter (606-s255x / 17034731). The patient¿s vessels were mildly tortuous and mildly calcified. 4 enterprise vrds (enc453700, lots unknown), an unspecified sheath introducer by terumo, a chikai 14 (asashi intecc, length unknown), an excelsior sl-10 (stryker, 45°angle), and an unspecified y-connector by goodman were also used for this procedure. After 3 coils were successfully placed into the target aneurysm by jailed-technique, the physician inserted the vrd into the complaint prowler. However, the physician experienced a severe resistance when the vrd was passing around the carotid siphon. The vrd was recovered and re-inserted after the repeated flushing, but the condition did not improve. The prowler was removed from the patient for precaution, and a slight kink was found at the distal side. Another prowler (same product #, lot unknown) was inserted instead, and 4 vrds were successfully positioned to the target lesion site. The procedure was completed without further issues, and there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the events. The complained product will be returned for analysis. No further information is available.

Manufacturer narrative:
Concomitant devices: 4 enterprise vrds (enc453700, lots unknown); unspecified sheath introducer by terumo; chikai 14 (asashi intecc, length unknown); excelsior sl-10 (stryker, 45°angle); embolic coils (details unknown). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Manufacturer narrative:
A non-sterile prowler select plus 150/5cm was received coiled inside of a plastic bag. The micro-catheter was inspected and compressed/flattened section was noted on the distal section of it. The micro-catheter was inspected under microscope and the compressed sections noted on the visual analysis were confirmed. The ID from the micro-catheter was measured and was found within specification. The received device was flushed using a lab sample syringe (nipro) and after that a 0.018¿ guide wire lab sample was introduced into the micro-catheter and it can advance smoothly until the compressed/flattened section. Resistance friction was felt and the guide wire could not pass totally through of the micro-catheter due to the damage (compress/flattened) found on it. Review of DHR for lot 17034731 revealed no issues that were considered potentially related to the reported complaint. The reported failure that resistance was felt through the catheter and that the catheter was kinked/bent were confirmed. The resistance friction experienced by the costumer appears was due to the compressed/flattened section found on the received device. The compressed/flattened found on the micro-catheter was apparently caused by applying excessive force on it. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Additionally inspections are in place that prevent these kinds of failures from leaving from the facility. Therefore no corrective action will be taken at this time.